Event description:
It is reported that the patient was revised due to instability resulting from loss of pcl functionality. All original components were well fixed and the articular surface showed no sign of significant wear with only a trace amount of oxidation and lipid transfer onto poly surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.